Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrial flutter procedure, while ablating the cavo-tricuspid isthmus (cti), a pressure induced perforation occurred which required surgery. The perforation was successfully repaired and the patient stabilized. A basal posterior perforation in the right ventricle was confirmed during surgery. The patient had a hyper-mobile and tortuous cti. There were no performance issues with any abbott device.